Event description:
2005: the primary surgery was performed with oasys for rheumatoid arthritis. (The screws were placed segmentally from occipital to th1 with transverse connector.) (The 3 plate screws were placed each side.) 2008: the pt complained of pain and it was found that the occipital plate broke through x-rays. Two months later: the implants were extracted. The bone fusion was completed. The surgeon addressed that the pt tended not to comply with surgeon's advise on post-op adl. The surgeon is not suspecting the implants for the cause of the event.

Manufacturer narrative:
Na